Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic and dependent patient presented post-implant with lead micro lead dislodgement. The device was programmed to high output during the implant procedure and did not lose capture due to dislodgement. There are no other anomalies on the lead. The lead was explanted without using laser and a new lead was implanted. The patient was stable post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.